Manufacturer narrative:
Ocd performed retain testing, sample return testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was returned to ocd for further investigation. (B)(4).

Event description:
Customer reported 1 event of false negative reactions was obtained from a patient with a previous history of anti-e antibody failed to react with 0.8% resolve panel b lot# vrb217 exp 04/26/2016 when tested with mts igg gel cards lot 111615001-01 exp 09/07/2016. Customer reported that patient with a previous history of anti-k and anti-e antibodies that wasn't transfused at their facility before this workup was initially tested with 0.8% selectogen screening (vs912) cell 2 was 2+ positive 15 minute incubation. Then it was tested with 0.8% resolve panel a vra246 exp 04/16/2016 and it was negative. The customer didn't repeated panel a with extra incubation because it was a stat sample. Customer ran a second panel 0.8% resolve panel b and they got 1+ positive reactions for anti-k only, anti-e did not react. All other clinically significant antibodies were ruled out.